Manufacturer narrative:
It was reported the patient experienced ineffective therapy due to low impedances from a fall. Surgical intervention took place wherein the ipg was explanted and replaced. The existing lead was left implanted and inactive, and another lead was implanted. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective therapy due to low impedances from a fall. Surgical intervention took place wherein the ipg was explanted and replaced. The existing lead was left implanted and inactive, and another lead was implanted. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6).